Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the displacement test due to missing retainer and reservoir tube o-ring. The pump was received with a broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a plastic part at the reservoir lip that broke off. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.